Event description:
Complainant alleged that while testing the device prior to being used on a pt, the device displayed "defib fault 72", "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.